Event description:
The customer reported being hospitalized due to dehydration and high blood glucose of 393 mg/dl. The customer was experiencing unexplained high glucose for the past three weeks. The customer stated that the doctor believes the insulin pump was not functioning properly. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Reviewed he alarm history and found low reservoir and low battery alarms. Ran a fixed prime and high pressure test and they passed. During the call was found that the customer bolused a lot, and some of the boluses had fallen off the history making the daily totals match up a little off. The customer's recent glucose reading was 256 mg/dl, and he has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.